Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic following discharge. Upon interrogation, the site noted 2 low voltage, 2 no external power, 1 driveline disconnected, and 2 pump off alarms. When the patient and their spouse were questioned, they were adamant that the events did not occur and were certain no alarms sounded. They insisted that the patient was on wall power at the time and that their system controller was not covered by blankets to where they would not hear an alarm. They insisted that they did not disconnect the system controller at any point. Following review by tech services, it appeared that the event log contained various alarms associated with a true driveline disconnect event on (B)(6)2025. Prior to and after the disconnect event, it appeared that the log contained loss of external power events while the patient was utilizing the mobile power unit (mpu). The low voltage hazard events appeared to have been the result of the mpu suddenly losing power. The events appeared to have resolved once the external power was completely restored. The mechanical circulatory support (mcs) equipment appeared to have operated as intended both electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient reported a pump stop event on (B)(6) 2025, but when the patient was seen on (B)(6) 2025 everything looked fine. On (B)(6) 2025, the patient's spouse called to report an audible alarm and that the pump was off. The patient's spouse stated that the event resolved. The provider on call recommended a system controller exchange, which was performed without incident. They then reported further alarms since the exchange, but could not specify which were noted. The customer did not see any alarms prior to the system controller exchange. The customer saw "no external power" alarms on the now "un-dated" controller, which the patient denied knowledge of. The mobile power unit was assessed in clinic on (B)(6) 2025 and everything appeared to have been functioning appropriately. The ac power cord was secure. They stated that all of the outlets at home were functioning well and did not have wall switches connected. The patient was admitted for observation and the mpu would be brought in for further assessment. The customer was concerned for user error, but requested analysis to confirm nothing was missed. Log files were submitted for both the exchanged primary and current primary controllers. Following review of the submitted log files, it appeared that the event log contained data between (B)(6) 2025 and (B)(6) 2025. The pump appeared to have been operating within normal parameters until (B)(6) 2025 at 11:25 am when the pump was disconnected from the controller, causing various alarms. There were no unusual alarms or events seen prior to the disconnect event. Tech services also noted the silence alarm button being repeatedly pressed between 10:49 and 11:04 am on (B)(6) 2025. However, there were no corresponding alarms seen in the log. The patient was on battery power during the silence button presses and disconnect event. The current primary controller (B)(6) log file contained various alarms associated with the controller exchange. The pump appeared to have resumed normal operation with controller clock corrupt flags active. The clock appeared to have been synched around 2:52 pm. Based on the data visible in the log files, it appeared that the equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnected alarm and a no external power alarm were both confirmed via the provided log files; however, the reported event of the system controller not alarming as intended was not confirmed. The log files captured a driveline disconnected alarm on 09sep2025, briefly stopping the pump. The pump resumed operating as intended once the driveline was reconnected which occurred within a few seconds of the driveline disconnected alarm. A no external power alarm was also captured on 09sep2025; this alarm appeared to have been caused by both power cables becoming disconnected from external power, and this alarm resolved within a few minutes when power was restored to the system. The backup battery operated the system as intended during this time. No other notable events regarding the controller were observed. The system controller (serial number (B)(6)) was not returned for analysis. Questions regarding the events were asked multiple times and no responses were received. The root causes of the observed driveline disconnected alarm, as well as the report of the controller not alarming as intended, were unable to be conclusively determined through this analysis. The root cause of the observed no external power alarm was determined to have been user error in disconnecting both power cables from external power. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. The heartmate 3 patient handbook (section 3 ¿powering the system¿) instructs users on how to correctly connect to a new power source when switching power sources. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect and no external power conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.